Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event. It was reported that the device reminded implanted for 10 years. It is likely that patient factors such as age, immune status and/or disease state contributed to the event.

Event description:
It was reported that a 2800 valve was explanted due to stenosis after approximately 10 years implant duration. The operative report states that the aorta was heavily calcified. "Care was taken to avoid opening too close to the calcium. The sutures holding the prosthesis in place were grasped and removed. The prosthesis was excised. Calcium was debrided from the annulus." The valve was replaced and the patient tolerated the procedure satisfactorily.

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received the valve exhibits heavy calcification in the cusp area of leaflets 1 and 2, and moderate in the cusp of leaflet 3. At the free margins, calcification is heavy at leaflet 1 and minimal to moderate at leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet 1 dropped relative to leaflets 2 and 3 at the greatest distance by approximately 3mm. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. At the outflow aspect, moderate layer of host tissue overgrowth is noted along the free margins of leaflets 1 and 2 at commissure 2, by 3-4mm. Minimal host tissue encroached onto the tissue outflow and into the orifice by 2mm. Host tissue is minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrates calcification. Additional manufacturer narrative: evaluation confirmed the presence of calcification which caused the reported stenosis. However, the root cause of calcification cannot be conclusively determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Evaluation also confirmed the presence of host tissue. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.